Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the staples did not advance or form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/4/1998-supplemental report #1 submitted to FDA. The thrust bar on the instrument was straightened and test fired satifactorily.